Event description:
It was reported by the nurse, that when the vns pt was seen for a routine f/u appointment, and when a system diagnostic test was performed, the results revealed high lead impedance, lead impedance>=10,000 ohms. The device was programmed off as intervention. There was note that the pt may have experienced a fall recently. The nurse stated that the pt was initially thought to be a non-responder to vns therapy for seizure control, however, add'l info received revealed that since the device has been disabled, the pt has had a resurgence of complex partial seizures and his sleep has been more disturbed. The pt has experienced a recent change in the living situation and the cause of the increase in seizures is unk at this time, as there may be other factors involved. X-rays have been taken and per the radiologist's assessment, there were no lead discontinuities observed. Attempts to obtain the x-ray images for review are in progress. The pt will likely be referred to a surgeon to further explore the cause of the high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.